Manufacturer narrative:
Notified, event and bad were changed per source 0122994575 notes and good faith effort confirmation.

Event description:
It has been reported that the device is failing self-test.